Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, there was a fire coming from the electrode tip during coagulation of tissue in fulgurate mode at 45 setting on the generator. There was no patient injury.